Event description:
Same case as MFR# 6000093-2007-00441. It was reported that during an unknown procedure, the maverick otw balloon ruptured. The lesion being treated was located in the left anterior descending (lad) artery. The balloon ruptured at 8 atms. The number of inflations is unknown. There were no reported patient complications. Patient status listed as "ok".